Event description:
It was reported that while drilling holes in the lateral condyle and the trochlea, the unit functioned as intended. However, as the surgeon drilled in the eburnated (hard under surface of the patella), the unit broke at the coiled part of the drill (coil joint). The unit broke in a hole and took at 7 to 8 minutes to retrieve it with a grasper. As the surgeon tried to pull it out from the protal, it became loose and was able to grasp it and remove it from the knee.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while drilling holes in the lateral condyle and the trochlea, the unit functioned as intended. However, as the surgeon drilled in the eburnated (hard under surface of the patella), the unit broke at the coiled part of the drill (coil joint). The unit broke in a hole and took at 7 to 8 minutes to retrieve it with a grasper. As the surgeon tried to pull it out from the protal, it became loose and was able to grasp it and remove it from the knee.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. There are many possible root causes for distal drill breakage, including inadequate design, product manufactured out of specification, and/or user error. Based on experimental testing, the most likely root cause is excessive force on the drill while skiving. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.